Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery a hair was discovered within the sterile package upon opening it. There was no harm or delay. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. The kit was returned opened but unused in the original tyvek tray. Visual inspection confirmed a long dark hair was wrapped around the narrow tip inside the tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.